Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. As current control, there is an outgoing visual inspection and in-process visual inspection in place to check for catheter and adapter damage. There is also a daily outgoing functional test in place to check for catheter leakage. As no photo/sample was received for further investigation, root cause could not be determined.

Event description:
After the (B)(6) check-in, at approximately 11:00 a.m., the patient was given an indwelling needle by the nurse for postoperative rechecking of blood counts and infusion needs. The nurse checked the needle and heparin cap before use, and they were all intact. The nurse was able to operate the indwelling needle, and after successful placement, no abnormality was found. When blood was collected from the indwelling needle, blood oozed out of the connection between the indwelling needle and the heparin cap, which resulted in contamination and the patient's shock. Check the connection tightly again, there is still blood out, immediately replace the new indwelling needle, need to re-tube the patient, causing harm to the patient, resulting in the pain of secondary intubation. After reintubation, this phenomenon did not occur.

Event description:
It was reported bd insyte-w winged yel 24ga x 0.75in blood leaked out of control plug after the april 12 check-in, at approximately 11:00 a.m., the patient was given an indwelling needle by the nurse for postoperative rechecking of blood counts and infusion needs. The nurse checked the needle and heparin cap before use, and they were all intact. The nurse was able to operate the indwelling needle, and after successful placement, no abnormality was found. When blood was collected from the indwelling needle, blood oozed out of the connection between the indwelling needle and the heparin cap, which resulted in contamination and the patient's shock. Check the connection tightly again, there is still blood out, immediately replace the new indwelling needle, need to re-tube the patient, causing harm to the patient, resulting in the pain of secondary intubation. After reintubation, this phenomenon did not occur.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.